Manufacturer narrative:
Based on additional information received confirmed report 2026095-2022-00108 is a duplicate of reports 2026095-2019-00207 and 2026095-2019-00208. No addition information will be submitted for report 2026095-2022-00108. All information reasonably known as of 10-nov-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. The DHR evaluation was not possible because the lot number provided was not a valid avanos medical lot number. All information reasonably known as of 29-sep-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Fill volume: unknown, flow rate: unknown, procedure: chemotherapy, cathplace: unknown. It was reported the patient was experiencing "acute worsening pancreatitis; admission. In (B)(6) 2019, converted to [halyard/avanos] infusor. Since (B)(6)], symptoms have increased progressively despite no clear pathology in abdominal cts and other diagnostic tests. Cancer is stable. Only change to medications have been the infusor bottle, and the titration of hydromorphone. Abdominal pain worsen following chemotherapy infusion. Patient is concerned that the chemotherapy is being infused at a rapid rate, which is too rapid for her to handle and contributing to her side effects. Device appears to be empty and no longer infusing." No further information was provided.